Manufacturer narrative:
Disregard file, it is deemed not reportable.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that there was a small amount of fluid leaked outside the accordion piece of the smartsite noted during patient use. There was no report of patient harm.